Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "lever on the side is broken." It is unknown when the event occurred; however, it was identified in the "surgery" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. The reported condition of an infuso.r. Pump with a lever on the side of the pusher block assembly was confirmed but not reproduced during product evaluation. The root cause is unknown. The pusher block assembly was replaced to fix the reported condition. If additional information is received, a follow-up MDR will be submitted.